Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan alleging that the one touch ping meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt reported a result of 278 mg/dl on her meter and 53 mg/dl on another meter taken within 30 minutes of each other. The difference between these results fall outside the expected value of <=30%. She also mentioned a reading of 55 mg/dl on a continuous glucose monitoring (cgm) device at the same time and a reading of 71 mg/dl at an unk time. The comparison between the cgm device result and the result of her meter also falls outside the expected value. The pt said she felt hungry and confused at the time of the comparison, which was at 4:50 pm on (B)(6). The pt denied receiving any treatment. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The unit of measure was set correctly at the time of testing. The test strips were within expiration dating. This complaint is being reported because the difference between the results falls outside the expected value based on statistical criteria. The product did not cause or contribute to a serious injury because the pt's symptoms are not indicative of a serious diabetic injury. Additionally, there was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.